Event description:
Patient reported they were examined by their dentist who advised them that the aligners are having a negative effect on their bite and overjet. The dentist has referred the patient to an orthodontist. A letter of recommendation was provided.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.